Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that black spots were found on the bd micro fine plus¿ insulin pen needle. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about black spots (dirt) found on the area where the pen needle is attached to the pen."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that black spots were found on the bd micro fine plus¿ insulin pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about black spots (dirt) found on the area where the pen needle is attached to the pen."